Event description:
A representative reported a pump replacement was going to be performed on the day of the report, and the patient¿s pocket was going to be revised. It was thought the patient¿s pump was being replaced because ¿there was so much swelling and blood in the pocket¿ that the physician was going to do surgery anyway. The medications used within the system were morphine and bupivacaine. The patient¿s early replacement indicator was 13 months. The representative later reported that the pocket revision was performed and they ¿moved it over¿. The patient used a pouch with their pump. They thought that ¿maybe the pouch might have been some of the problem,¿ but the patient¿s pouch was not replaced. They noted that the physician took out a ¿lot of blood¿ and there was ¿quite a bit¿. The drug concentration and daily dose were kept the same. The patient left the or ¿fine¿ and stable.

Manufacturer narrative:
Concomitant products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).